Event description:
Tsw35 stapler introduced into abdominal cavity by surgeon. Tissue grasped, stapler fired. Stapler cartridge subsequently fell out of handle. Cartridge retrieved with endopouch. Partial staple firing ahd occurred requiring conversion to open appendectomy.